Event description:
It was reported that this left ventricular (lv) lead exhibited a sudden increase in pacing impedance. The impedance was high out of range. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.